Event description:
A nurse noticed that part of the catheter that they had removed from the hand of the pt was missing. X-rays showed that the piece was in the pt's hand. The piece was removed through a small incision.